Manufacturer narrative:
This complaint was received via medwatch report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer reported that the abbott diabetes care (adc) lingo glucose system device disconnected after seven days of use and the customer was unable to obtain glucose readings. Adc customer service attempted to contact the reporter/customer/hcp 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.